Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra aortic balloon pump (iabp) was beeping continuously after being turned off, and the beeping could not be silenced. There was no patient involved.